Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have a blank screen display, even after several battery changes. Customer's blood glucose was 400 mg/dl. During troubleshooting, it was found that insulin pump showed no signs of physical damage, insulin pump was not exposed to moisture; contacts on battery cap were not missing; battery compartment was not damaged or corroded. After troubleshooting, display screen did return and received excessive unexpected restart alarms and signal too low alarms. Customer successfully delivered an easy bolus into the air. Insulin pump passed self-test. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed functional testing, including the operating currents test, self-test, error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No external ram crc error alarm or unexpected restart alarm noted. No damage found on interface board noted. The insulin pump was monitored for several days with no blank display anomaly noted. No damage found on lcd isolation tape noted. The insulin pump had cracked reservoir tube lip and minor scratched display window.